Manufacturer narrative:
Device evaluation: results - the company, (B)(4), that produced the product is no longer in business so bd does not have access to the device history record. Several attempts to get DHR information have been made but no information has been received. One used q-syte bi-extension set, catalog number 385163, lot number j0485 was received on 2/12/2016. The returned unit was visually and microscopically inspected. It was observed that the (distal side) was broken. Bd also received a photo of a luer that was broken. The luer end is not manufactured by bd; it is a subassembly that bd received from our supplier. We can confirm that the returned unit was broken on the distal end and that the returned photo had a broken luer end. Conclusion - bd was able to confirm the customer's reported defect. The distal end of the q-syte bi-extension set was broken as well as the luer end of the device. Of note, a quality engineer for the bd manufacturing plant in (B)(4), which manufactures a similar device, states they have not seen the issue of the luer breaking. They have had one similar incident of the locking spin nut breaking, which can be due to being too tight at the moment of the assembly. However, bd does not know if this is the case in this incident. An absolute root cause for this incident cannot be determined. A corrective action has not been opened at this time; however, the process will be monitored and if a corrective action is warranted one will be opened. If additional information is received after this time, a supplemental report will be filed.

Manufacturer narrative:
(B)(6). (B)(4). The contract manufacturer for this device, acacia, is no longer a functioning organization. Device records have been put into storage and an attempt has been made to retrieve this information. A supplemental report will be filed if this information is recovered. Device evaluation: a sample has been received by the manufacturer. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that when the nurse went to flush the patient's broviac cvc, she was trying to remove the device and the distal end of the device (opposite the q-syte) broke off in the cvc. The patient was transferred to another (B)(6) hospital and had a new broviac placement.